Event description:
A male with previous history of peritonitis and hostile abdomen underwent aaa repair in 2007. One main body and two iliac leg grafts were placed. The patient's form was considered suitable for endovascular therapy. The procedure was completed without any additional treatment. The following month, the patient was discharged from the hospital without any additional treatment. In 2008, (exact date unknown), CT scan showed the main body had migrated downwards, but there were no signs of endoleak, so the physician took a "wait and see" approach. Three months later, a type ii endoleak was observed and CT scan revealed the main body had migrated, but the physician again took a "wait and see" approach. Later in 2008 (exact month and date are unknown), it was found the diameter of the proximal neck had enlarged, but the physician continued to take a "wait and see" approach. Patient outcome is unknown at this time.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Specifically, the IFU cautions that the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and performance of their endovascular graft. Patient with specific clinical findings (e.g. Endoleaks, enlarging aneurysms, or changes in the structure or position of the endovascular graft) should receive additional follow-up. After endovascular graft placement, patient should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required including: abdominal radiographs to examine device integrity (e.g. Separation between components or stent fracture) and 20 contract and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complication or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to anatomical changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.